Manufacturer narrative:
H.6. Investigation: complaint reports contamination on prepstain (catalog number 490100) serial number (B)(6) . Complaint alleges instrument has contamination on slides. Results were not reported out to physicians and no improper treatment occurred. Service found the hematoxylin syringe with dried residue. Service cleaned and decontaminated the prepstain system and the vacuum pump. Service preformed a random xyz test and a tip handling test. A test run was performed, and no contamination was found. Post intervention the instrument was left operating normally. Root cause is attributed to poor cleaning. This complaint is not a confirmed failure of the instrument due to improper cleaning by customer caused the contamination. Review of device history record for instrument serial number,(B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2019. Review of risk management files confirms there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "contamination / foreign matter."

Event description:
It was reported while testing with bd prepstain¿, contamination was found. There was no report of patient impact. The following information was provided by the initial reporter: customer reports contamination on slides

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd prepstain¿, contamination was found. There was no report of patient impact. The following information was provided by the initial reporter: customer reports contamination on slides.